Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. The patient did not change out all the supplies and changed out the cassette only. The technical service representative reviewed proper procedures with the patient. It was not reported how the patient would complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This complaint is for a report of a use error - reuse of single-use product during therapy, where the home patient changed out the cassette. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.